Manufacturer narrative:
Similar device with product number (B)(4) with 510(k)# k040583 is marketed in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for anc hor breakage after idiopathic scoliosis fixation. It was reported that after screw was replaced, cross link was placed. Multi-span was managed to be placed, but fx was placed on th7/8. Set screw was tightened, but it became unstable due to which the surrounding bone tissue was scrapped and cross-link did not fit. Revision surgery was done as the cross-link did not fit and excessive resection of surrounding bone tissue was performed. There was patient involved in the event and no further complications reported regarding the event. Additional information was received on 2020-jul-27: pli40, pli50, pli60 and pli70 were added and reported.